Event description:
It was stated that paramedics answered a call for a cardiac arrest and while trying to intubate, the laryngoscope blade broke. Health professional stated pt was already dead when they arrived.